Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter state: (B)(6).

Event description:
It was reported that balloon rupture occurred the 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.